Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation has shown that the battery case easily can be separated from the colibri without pressing the release button. The involved articles were checked and found to be in compliance with the respective technical drawings and specifications. Based on these findings the complained malfunction can be traced back to normal wear and tear. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During tplo surgery, the battery casing came loose from the hand piece. Upon sawing, the battery casing fell off into the sterile field. This is repot 1 of 2 for complaint (B)(4).